Event description:
It was reported that a patient had two events of feeling shocking when she walked through security near a checkout area in a library. The patient felt shocking in the vaginal area. One event had occurred within the last year and the other event occurred within the last week. Library staff told the patient that the ¿sensors¿ were off in the security area. If she turned stimulation off when she was in this area, she wouldn¿t get shocked. This hadn¿t occurred to the patient at any other place. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# v333404, implanted: (B)(6) 2009, explanted: (B)(6) 2015, product type: lead; product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).